Manufacturer narrative:
Product event summary: the lead was not returned. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead measured increasing threshold values. The threshold values appear stable at 2.5 volts and 1milliseconds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).